Manufacturer narrative:
The light heads of the suspect device have been removed from use and will be returned to trumpf medical for evaluation and investigation. The investigation is currently ongoing. Trumpf medical is unable to confirm at this time if the light heads malfunctioned in a way that would potentially cause or contribute to a serious injury. This report is being filed in an abundance of caution until the investigation is complete. If any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
The customer alleged that post-surgery discoloration was found on the patient's abdomen. This is not a serious injury per the FDA medical device reporting regulations.

Manufacturer narrative:
The light heads returned were investigated by hillrom. No malfunction was identified which is likely to cause the skin tanning. The devices are within the specification for maximum illuminance values to not cause skin tanning. The root cause could not be identified clearly but was most likely caused by overlapping of more than one light filed which is clearly forbidden by the instructions for use. Based on this no further actions are necessary.